Event description:
It was reported that: no closure once deployed. Vessel did not achieve hemostasis. Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 7+mm with mild calcification and no tortuosity. Measured depth for the manta was 3+1cm and there were no issues advancing or withdrawing procedure sheaths. Post manta deployment blood flow was present at site. Manual pressure was held but a decision was made to go to cut down. The device was found to be push up above the iliac. Blood transfusion was not needed and the patient was reported as fine with no reported harm or consequence.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed. A (B)(6) male patient (81.6kg, 182.8cm, 24.4 bmi) presented to the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance and a micropuncture kit. The arteriotomy was greater than 7mm with mild calcification superior to the access, and a deployment depth measurement of 3.0cm + 1cm. No issues were encountered advancing or withdrawing the 16f procedural sheaths. Post-tavr, an 18f manta was deployed to the measured depth in the left common femoral artery. Following deployment, bleeding was present. The physician immediately applied pressure on the artery and went directly to a cut-down to repair the vessel. During the surgical intervention, the manta device was seen as malpositioned. The collagen plug (collagen, anchor, and radiopaque lock) was pushed up on the wire above the iliac. The patient did not experience any harm, injury, or health consequences from this event. The root cause of the manta not being effective in creating hemostasis re quires surgical intervention likely contributed to user error due to the collagen plug being pushed up the wire above the iliac. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to requiring local surgical repair at the vessel access site arteriotomy which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include perforation of iliofemoral arteries causing bleeding/hemorrhage and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: no closure once deployed. Vessel did not achieve hemostasis. Additional information: during a tavr procedure, ultrasound and micro puncture were utilized to gain central access in the left common femoral artery. Vessel size was 7+mm with mild calcification and no tortuosity. Measured depth for the manta was 3+1cm and there were no issues advancing or withdrawing procedure sheaths. Post manta deployment blood flow was present at site. Manual pressure was held but a decision was made to go to cut down. The device was found to be push up above the iliac. Blood transfusion was not needed and the patient was reported as fine with no reported harm or consequence.

Manufacturer narrative:
Qn# (B)(4).